Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an error code #7. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
It was reported that during start up the cs300 intra-aortic balloon pump (iabp) had an error code #7. There was no patient involvement.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit and performed a general cleaning of the fan to resolve the issue. The unit was returned to the customer and cleared for clinical use.